Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 969221-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), post procedural complication ("post procedural complication") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, menorrhagia and genital haemorrhage had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: plaintiffs received treatment for pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result not provided. The lot number reported (969221) is not valid. Most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 969221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), post procedural complication ("post procedural complication") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, menorrhagia and genital haemorrhage had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: plaintiffs received treatment for pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result not provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Lot number added. Event added from pfs- abnormal bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 969221-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), post procedural complication ("post procedural complication") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, pelvic pain, menorrhagia and genital haemorrhage had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: plaintiffs received treatment for pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result not provided. The lot number reported (969221) is not valid most recent follow-up information incorporated above includes: on 1-jun-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain and menorrhagia had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm compliant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.